Manufacturer narrative:
Field service engineer (fse) could not reproduce the "no camera detected". Fse checked security of all cable connections and re-secured with ty-wraps. Fse then completed the hut service checklist and returned the unit to full service.

Event description:
On (B)(6): customer reports that during a urology bilateral retrograde cystogram with stent placement on a (B)(6), the system fluoro failed. Pt was moved to another room, where the procedure was completed without incident. Pt is fine, no reported injury.